Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a open book image on the screen at the time of swimming. The customer¿s blood glucose was 6.7 mmol/l. Troubleshooting was done for open book image. Customer reported that the insulin pump also alarmed insulin flow block alarm. Customer reported that she removed battery and put batter back on and screen went blank but still vibrating. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify no delivery alarm due to constant critical pump error alarm noted.